Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. Device not returned.

Event description:
It was reported that the customer filled their tubing while connected to the pump. Tandem technical support instructed the customer to disconnect from their site and to stop fill tubing. Customer drank soda to prevent blood glucose levels from lowering. Customer's blood glucose level became elevated reaching 530 mg/dl. Customer delivered boluses to stabilize blood glucose levels. In addition, it was reported that the pump time was inaccurate. Reportedly, the customer accidentally set the pump time to am instead of pm. Tandem technical support guided the customer through correcting their pump time settings.